Event description:
It was reported that pump volume discrepancies were observed during multiple pump refills. The patient stated that the discrepancies had occurred during the last few refills and had become larger. Only the volumes of one refill were known; the expected residual volume (erv) was 6ml while the actual residual volume (arv) was 12ml. The cause of the volume discrepancies was unknown. A dye study was performed which showed that the catheter was intact there were no issues with the catheter. The patient¿s pain had become worse. The pump was ultimately replaced on (B)(6) 2014. Patient status as the time of the report was alive with no injury. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007-, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Pump logs were gathered. A single motor stall and motor stall recovery occurred after the pump was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.